Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a non sustained right ventricular oversensing (nsrvo) on their implantable cardioverter defibrillator (ICD). Programming changes were made that resolved the issue. The patient was stable.